Event description:
The report received from the affiliate indicated that this smart control stent was introduced in a 7french arrow catheter in order to cross a tortuous iliac bifurcation. The stent passed the bifurcation but was blocked just after. The physician was not able to push the stent anymore and had difficulty retrieving it. When he finally succeeded, he noticed that the tip of the stent entered in the shaft of the smart stent and that the stent came a little bit out of the shaft (approx 3mm). After this, he used a different stent (B)(4) in the same arrow catheter and it worked properly.

Manufacturer narrative:
Please note that this device is available for testing and evaluation but has not been received as of this writing. In addition, the event was reported late by the affiliate on 07/24/2009. Additional information is pending and will be submitted within 30 days upon receipt.